Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl resulting in loss of consciousness. Bg cause was not known. Customer received assistance from paramedics and was treated with intravenous insulin and glucose gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.